Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was twisting in the opposite direction. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the force bipolar associated with this complaint and completed investigations. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.